Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician complained the lead suture would not stay fixed which caused the lead to move back and forth. No patient symptoms or additional information was reported.